Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three (3) pictures were received for evaluation. Visual inspection found the cap had a short shot; thus failure mode reported is confirmed. The root cause of the reported issue was found to be a supplied item fault - component was received from supplier in this condition. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI number, and device lot number is unknown, no product information has been provided to date.

Event description:
It was reported that immediately after starting to use the product, the customer found a pinhole in the cap. No patient injury. No additional information is available for this complaint.